Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the lead was revised due to infection with pocket redness. There were no patient consequences.